Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
(B)(6) reported a case of externalized conductors on a riata lead. Patient presented in the clinic for normal follow-up. Patient was asymptomatic. The electrical function of the lead was tested and reviewed; electrical anomalies were noted: electrical noise/ the lead was explanted and replaced. During the procedure the ICD was removed electively due to advisory. The patient was fine post procedure. Session record was requested and will be e-mailed. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.